Manufacturer narrative:
Follow up information received on (B)(6) 2014: no further information can be obtained. Case closed. Company causality comment: this solicited case report, received via social media, refers to a female consumer who had essure (fallopian tube occlusion insert) embedded in bowel. This event, interpreted as device dislocation is serious due medical significance (implied required intervention). Dislocation is a listed event according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could result in expulsion (into uterus or out of the body) or migration/dislocation (distal fallopian tube or peritoneal cavity). In this particular case, there was an embedment of essure in bowel. Given the nature of this event, the dislocation was considered related to essure. Since there is an implied intervention (image from laparoscopy) the case was regarded as incident. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a solicited case report received from a consumer in united states on 25-nov-2014 which refers to another female consumer of unspecified age who was involved in a (B)(6), study number: (B)(4). Consumer reported via social media that an esister (essure sister) was suffering; essure was embedded in her bowel. She asked how this was not a problem from essure. She posted in a social networking a laparoscopy picture showing the embedded device (an intervention was implied). Follow up 16.dec.2014: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this solicited case report, received via social media, refers to a female consumer who had essure (fallopian tube occlusion insert) embedded in bowel. This event, interpreted as device dislocation is serious due medical significance (implied required intervention). Dislocation is a listed event according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could result in expulsion (into uterus or out of the body) or migration/dislocation (distal fallopian tube or peritoneal cavity). In this particular case, there was an embedment of essure in bowel. Given the nature of this event, the dislocation was considered related to essure. Since there is an implied intervention (image from laparoscopy) the case was regarded as incident. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs